Event description:
The doctor stated that the patient received a medpor left and right mandible implant in 2007. At forty five days, the patient developed an infection in the area surrounding the left mandible implant. The doctor stated that he treated the area with antibiotic. The doctor reported that the infection did not resolve and four months later, he removed the left mandible implant.

Manufacturer narrative:
Following a review of the device history record for lot number 9959-159090702, it was determined that all processes and test criteria are within the medpor implant finished product spec.